Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with a cracked display window, scratched lcd window and a cracked end cap.

Event description:
It was reported that the insulin pump broke. The blood glucose reading was 201 mg/dl. The drive support cap is loose. The insulin pump will be replaced. Nothing further reported.